Event description:
Customer reported the passport 2 monitor had a white screen, which may have resulted in loss or primary monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections include replacement of the unit's display, keypad, and cable.